Event description:
It was reported that during a neurovascular procedure, the operator was not able to push the subject stent out of the microcatheter. So the operator checked under dsa and thought the subject stent might have deployed at the distal segment of microcatheter. The operator withdrew the subject stent along with the microcatheter and when he cut the microcatheter he found the subject stent was deployed at the distal segment of microcatheter. The subject stent and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Upon visual/microscopic inspection of the returned device it was noted that the stent was seen to be deployed inside a cut section of a catheter shaft. The sdw was seen to be kinked. The stent was seen to be deformed. The introducer sheath distal tip was seem to be damaged. During functional inspection the stent was removed from the catheter shaft for further analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was found to be deployed within a cut section of a catheter, confirming the reported premature deployment. It was reported the stent had not pushed out from the catheter and so the operator checked under dsa and thought the stent might be deployed at proximal of microcatheter, so operator withdrew the stent and microcatheter and cut the proximal of the microcatheter and then confirmed the stent deployed. The stent was removed from the catheter section during analysis and was found to be deformed. The sdw was returned and was found to be kinked and the introducer sheath was returned and found to be damaged. The as reported 'stent deployed prematurely during use' as well as the as analyzed "stent deployed prematurely during use, sdw kinked/bent, stent deformed and stent introducer sheath damaged" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.